Event description:
A customer reported a malfunction on their pump, with the malfunction code malf 16 indicated. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.